Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an attempted implant, when placing the right atrial (ra) lead, the patient had atrial fibrillation (af). Considering the patient's medical condition, the physician decided to give up implanting the ra lead and elected to implant a single chamber pacemaker instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).